Event description:
It was reported by a physician's office manager that their programmer was no longer was not able to be charged and would not turn on. Additional relevant information has not been received to-date. The programming equipment has not been received to-date.

Event description:
Follow-up from the company representative who visited the site revealed there were no issues with the programmer. The software was still installed. The physician had allowed the programming computer's battery to completely deplete, and was having difficulty navigating the recalibration screens which occur normally. The programming computer worked successfully for the company representative on his demo generator.